Event description:
It was reported that during a meniscus surgery, after t1 implant was deployed, the needle could not bounce back resulting in a t2 implant non- deployment. T1 implant was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿after t1 implant was deployed, the needle could not bounce back resulting in a t2 implant non- deployment.¿ t1 and t2 were not returned. A segment of tainted frayed suture was returned. The depth limiter was fully retracted. The delivery curve showed no damage. The device repeatedly cycled and actuated as expected. The complaint was not confirmed. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus surgery, after t1 implant was deployed, the needle could not bounce back resulting in a t2 implant non- deployment. T1 implant was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Event description:
It was reported that during a procedure, after t1 implant was deployed, the needle could not bounce back resulting in a t2 implant non-deployment. T1 implant was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.